Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was explanted. No additional adverse patient effects were reported. Additional information received indicates the lead was surgically explanted due to loss of capture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was explanted. No additional adverse patient effects were reported. Additional information received indicates the lead was surgically explanted due to loss of capture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.